Event description:
It was reported that the blade guard was broken off of the sternal saw. No pt injury was reported.

Manufacturer narrative:
Visual observations verified that the blade protector was broken on the sternal saw. This type of damage is caused by striking or dropping the saw on the blade protector tip. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.